Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. Information was provided by the account manger who was present that it appeared the lens was not biased down, causing a plunger underride. (B)(4).

Event description:
Additional information was provided that no harm to the patient occurred.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that cracked in two places in the outer periphery during the injection. This was an ora case and the cracks were not seen within the 4mm fringe pattern of the ora device. The surgeon opted to leave the lens in the eye for fear of breaking the capsule, and since it was likely out of the visual field. The account manager was present during the procedure and from what he saw, the tech did not seat the lens into the cartridge, allowing the plunger to go underneath the lens approximately 2mm while it was being injected. The appropriate cartridge/injector combination was used.